Event description:
The customer reported that he missed an anti-jk(a) with anti-human globulin anti-igg solidscreen ii on tango optimo. Our quality control laboratory is still waiting for the supposedly defective product and the patient sample that had caused false negative test result. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that he missed an anti-jk(a) with anti-human globulin anti-igg solidscreen ii on tango optimo. The sample yielded a positive result in tube testing with the enhancement of polyethylen-glycol (peg). The customer returned three patient samples with different date of drawing, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested their retained sample with all three samples in tango optimo and yielded negative results. The samples were also tested in tube technique at different incubation temperatures. The samples yielded strong positive reactions at 20°c incubation temperature but not in the indirect anti-human globulin test at 37°c. The indirect anti-human globulin test at 37°c is also the method used in tango optimo. The serological test results strongly suggest that the affected antibody is from type igm with an reaction optimum lower than 37°c. The instruction for use contains following notice: negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies. The quality control laboratory's retained sample was also tested with different positive and negative controls and samples. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.